Manufacturer narrative:
The patient¿s weight was requested, but was not provided. (B)(4). Approximate age of device ¿ 2 years and 3 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a systemic infection and an assumed pump pocket infection based on a CT scan. There was pus-serosanguinous drainage from the driveline. The patient was placed on long-term outpatient antibiotic infusion and has been discharged. Additional information was requested, but was not provided.

Manufacturer narrative:
A specific cause for the patient¿s infection could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) support. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.